Event description:
Pt is a 27 yr old with history of tubal ligation in 1999 after vaginal delivery. Tubal ligation performed within filshie clip. Admitted through the ER for hematuria, clot retention. A gu consult obtained and pt was scheduled for cysto procedure. Pt had urine pregnancy test done because she had missed a menstrual period. The result was positive, so the physician ordered an hcg, which indicated that the pt was a few weeks pregnant. Pt had a pelvic ultrasound done because of positive pregnancy test. The ultrasound revealed an early gestational sac within the uterus.